Event description:
Blade on cord clamp remover dislodged while removing clamp,which became stuck on clamp while attached to the baby. The blade was loose, but device could not be removed from the newborn. This posed a danger to the baby and took much effort from three rns to remove it.